Event description:
Complainant alleged that staff members were treating a pt (age and gender unk) whose rhythm had moved to v-tach. The staff attempted to discharge the unit twice at 200j using multi-function electrodes. The staff indicated that when the ready tone sounded, the staff pressed the discharge button, but the unit would not discharge. The unit's ready tone continued to sound and the 200j message remained on the monitor screen. The staff obtained a set of paddles and defibrillated the pt. There was no adverse effect on the pt.